Manufacturer narrative:
The issue was resolved for the customer by replacing the worn components and returning the device to service.

Event description:
It was reported that during transport of a patient the cot legs did not drop on the first attempt and a caregiver was injured in the process while attempting to hold the cot up. It was reported that the caregiver received a rotator cuff injury. The injury was evaluated by a orthopedic surgeon who believes that the small rotator cuff tear will heal without surgery and by going to physical therapy.

Event description:
It was reported that during transport of a patient the cot legs did not drop on the first attempt and a caregiver was injured in the process while attempting to hold the cot up. It was reported that the caregiver received a rotator cuff injury. The injury was evaluated by a orthopedic surgeon who believes that the small rotator cuff tear will heal without surgery and by going to physical therapy.